Event description:
During routine testing of the device at the service center, the service technician reported the lower housing of the roller pump had cracks. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no patient involvement during this event.